Event description:
It was reported that the patient presented to the emergency department with a report of a shock from their implantable cardioverter defibrillator (ICD). Evaluation revealed an inappropriate shock delivered due to t-wave oversensing (twos). It was also reported that the patient's right ventricular (rv) lead had a lead integrity warning related to oversensing and elevated sensing integrity counter (sic). Reprogramming was done and the ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.